Event description:
It was reported that pump showed a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer, with support from technical support, performed pump reset, successfully started sensor session, and then experienced normal pump function.